Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Updated field(s): the device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting it to the console, a fiber optic sensor failure alarm was generated. The iab was removed after approximately two hours of therapy. There was no patient harm or adverse event reported.

Manufacturer narrative:
Complete event site name: (B)(6) event site postal code: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
It was reported that after inserting the intra-aortic balloon (iab) and connecting it to the console, a fiber optic sensor failure alarm was generated. There was no patient harm or adverse event reported.

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. A kink was observed on the catheter tubing approximately 76.2cm from the iab tip. The extender tubing and non-maquet pressure tubing was also returned. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to detect any breaks in the sensor's optical fiber and found a break within the y-fitting. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated field(s): event site telephone event site email.